Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported in a clinical study that there was intraoperative complication that occurred during the surgery. Probable small cortical perforation leading to cement leakage while placing ulnar component. This event was reported with a causal relationship to the surgical procedure. No actions were needed to address the issues because cement causing no symptom so not removed.